Event description:
It was reported by the patient's physician that the patient had some breakthrough seizures, and the patient's output current had been titrated up in response. The patient's parents were concerned by the activity in conjunction with the recent safety alert release on the patient's model of generator. The physician indicated that he had not heard back form the patient's family since the time of adjusting the settings, which he interpreted as a "good sign'. Attempts for further information have been unsuccessful to date.